Event description:
It was reported that a malfunction alarm occurred with error code malf 9. There was no adverse impact to the customer¿s blood glucose level. The customer received pump reset information from technical support and successfully reset the pump without the issue recurring, allowing them to continue using the pump. However, a cartridge alarm occurred during the load process after resetting. The original pump was out of warranty but was replaced under australian consumer law after the case was escalated to management, with the customer instructed to use multiple daily injections (mdi) as a backup therapy. The customer was informed on how to store the problematic pump and return it within ten days using a prepaid label before receiving a replacement pump.